Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer .

Event description:
The initial reporter alleged he received error messages that impeded him from using the coaguchek xs meter. Following the errors, the customer was hospitalized. On (B)(6) 2022, the reporter allegedly received error 4 from the meter. Per product labeling for error 4: the test strip is unusable. Turn the meter off, remove the test strip, and then re-insert it. If the error message reappears, discard the unusable test strip and use a new one. The reporter inserted a strip on the call and error 4 was displayed immediately prior to dosing the test strip. The reporter did not have a new vial of strips to try so replacement strips were sent. On (B)(6) 2022, the reporter was allegedly admitted to the hospital for 8-9 days due to a high inr and atrial fibrillation. The reporter alleged on the day he was admitted to the hospital, his inr from the laboratory using an unknown reagent was in the 6's. A specific result was not provided. The reporter believed high inr was back in range upon being released. Additional information regarding the event such as a description of symptoms that led to the hospitalization, diagnostics performed and findings from diagnostics, treatment received in the hospital, potential changes of therapeutic anticoagulation regimen, and therapeutic range before and after hospitalization was requested but was not provided. This MDR is being submitted in an abundance of caution.